Event description:
It was reported that during evacuation of hematoma the lead was cut. Lead was then explanted due to apparent fracture and replaced. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation conductor was cut, there was blood/body fluid on several conductors (not obstructed), the outer insulation was breached cut, the outer tubing overlay breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.